Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the undetected downstream occlusion which could not be reproduced due to an unrelated issue. Evaluation verified the reported symptom and determined the cause to be the downstream tubing guide depth and the force sensor values to be out of specification. The downstream tubing guide was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion during testing. There was no patient involvement. No additional information is available.